Manufacturer narrative:
Erosions are known complications of using any mesh anywhere in the body. They may be the result of tissue factors, placement, or the characteristics of the mesh. Given the low incidence of true erosions with tvt it is likely that this erosion is not the result of the mesh itself, but one of the other two etiologies.

Event description:
It was reported that the patient underwent a sling procedure in 2006. Postoperatively, the patient presented with a mesh exposure, and a surgical procedure was performed to remove a section of the mesh.